Manufacturer narrative:
Concomitant products: product ID 377760, lot # v012887, implanted: (B)(6) 2006, explanted: (B)(6) 2009, product type lead; product ID 377760, lot # v010456, implanted: (B)(6) 2006, explanted: (B)(6) 2009, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 377760, lot # v010456, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
Additional information received reported that cultures were not done according to the source documents.

Event description:
It was reported the patient had an infection at the right buttock stimulator site. Examination revealed tenderness at the site in the beginning of october. At the end of october the wound looked healed. In november examination revealed granulation at the posterior tip of the incision with clear intermittent drainage and slight erythema. The drainage and tenderness was still present a week after. In december the incision looked well healed but the patient complained of clear drainage. Lab work showed a white blood cell count of 4.5, sedimentation rate of 30 and c-reactive protein of 7.4. Examination in (B)(6) also showed a wound that appeared well healed. Intervention included administering clindamycin and bactrim. It was also noted the device was surgically repositioned for a ¿better lie.¿ the etiology was the stimulator pocket and was possibly related to the device or therapy and related to the implant procedure. The event was noted as resolved without sequelae and said it was assumed to be resolved due to programming the patient and no new antibiotic prescriptions.